Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all station were in critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all station were in critical override mode and affected due to a recent server reboot. A technical support specialist mentioned that a product support engineer performed a hotfix on the server and confirmed that the devices should now be functioning properly to resolve. The system functioned as intended after the technical support specialist troubleshot the device.